Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the monopolar curved scissors stopped to open the tips and the surgeon saw broken cables. Due to spanish data protection legislation, we are not authorized to provide the patient´s personal information. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.